Event description:
Syringe was leaking on their aliquoter and found some previously run samples had been reported with low results. The samples were repeated after the syringe was replaced and the results were higher.